Event description:
During the procedure, the distal part of a (B)(4) was damaged and flattened. The angle off the aortic arch to the origin of the left common carotid artery was acute and steep. The physician was using a 6f shuttle in the left common carotid artery for support. The procedure was completed successfully with the damaged catheter with no patient injury.

Manufacturer narrative:
Technical evaluation: the catheter showed a single axis bend at 5.6 cm, a flat spot between 6.2 and 6.8cm, and an accordioned section between 6.9 and 11.2cm from the distal tip. The incident is confirmed as reported. Based on the damage and the reported success of the device in treating the patient, it appears that the damage occurred after revascularization while the separator and catheter were being removed. If the single axis bend occurred after the separator bulb was at the site of revascularization, then withdrawing the separator would have caused the accordioning seen between 7 and 11cm. As per FDA guidance on (B)(6) 2009, catheter kinks are reportable incidents.